Event description:
It was reported to technical services on (B)(6)2012 that this ra lead is over sensing. Tried blanking and ra agc but couldn't fix it. Has had sok atrs! Discussed, they shorted avd and changed ra sense to 0.5mv and fixed it. Probably due to shorter avd allowing agc to run above far field. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).